Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -7.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On 04-jul-2018 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.